Event description:
As reported, during an unspecified procedure, an advance 35 lp low profile balloon catheter's balloon ruptured upon the first inflation attempt within a highly calcified lesion in the iliac artery. An unknown inflation device was used, as well as another manufacturer's 6 french catheter. The balloon catheter was removed by itself, and another device was used to successfully complete the procedure. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Customer name and address= line 2: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: as reported, during an unspecified procedure, an advance 35 lp low profile balloon catheter's balloon ruptured upon the first inflation attempt within a highly calcified lesion in the iliac artery. An unknown inflation device was used, as well as another manufacturer's 6 french catheter. The balloon catheter was removed by itself, and another device was used to successfully complete the procedure. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, drawing, specifications, and quality control procedures of the device were conducted during the investigation. The device was not returned to cook for investigation. The device history record records no relevant non-conformances. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no nonconforming product from this lot exists in house or in the field. The device is provided with instructions for use which warn, ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures.¿ ¿do not use a power injector for balloon inflation or injection of contrast medium through catheter lumen marked ¿distal¿. Rupture may occur.¿ the instructions for use also states, ¿choose a balloon appropriate to lesion length and vessel diameter.¿ ¿upon removal from package, inspect the catheter to ensure no damage has occurred during shipping.¿ the instructions for use further notes - ¿note: if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution.¿ ¿inflate balloon to desired pressure. Adhere to recommended balloon inflation pressures.¿ ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit.¿ the device is provided with instructions for use which on how to supply, ¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Based on the available information, cook has concluded that the patient's calcified anatomy contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.